Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 65-120mg/dl fasting. Verified the strips expire 9/30/2017. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Customer stated he was recently released from the hospital due to an unrelated sickness to diabetes. He was diagnosed with pneumonia and prescribed antibiotics. Advised customer to question physician if the medication he was prescribed will change his blood glucose levels.